Manufacturer narrative:
Less than or equal to 10 days ago. (B)(4). Product was returned in a used and damaged condition. The separated tip was also returned. This device is inspected 100% for bends, kinks, adequate joint strength and other surface imperfections prior to transport. An examination of the returned device verifies the separation of the wire guide. The reasons for this type of device failure are typically: difficulty withdrawing the device, or the wire guide is damaged through contact with the needle or other instrument. It should be noted that no signs of damage could be found. Therefore, at this time we cannot determine with any degree of certainty why this failure occurred. We will continue to monitor for similar complaints.

Event description:
As reported to the FDA by customer. "Attempted to thread needle, met slight resistance. Stopped and attempted to pull wire and needle out, resistance noted again. Pulled needle out of the wire with resistance at the top of the tissue at the insertion site under the skin, lightly (with no force). Pulled wire out with covering of wire left in tissue. Using fluoroscopy inside one 1 inch incision, piece of wire was pulled out. Area cleaned and sutured, then covered with dermabond." Pt reported back pain.